Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient had fluid gathering around the pump. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they pulled off fluid and sent for cultures, the results came back negative. The actions and interventions taken to resolve the issue was they performed a drain and cleanout. It was unknown if the issue was resolved at the time of the report.